Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was shocking and uncomfortable stimulation. Saw patient today at hcp office. Patient reporting that at certain times/positions that he gets intense stimulation or shocking sensation due to battery (per pt) position. Discussed normal positional change with patient and pt stated this was a different sensation than he has experience before. Patient had already underwent lead placement x-rays prior to today and lead placement was noted to be the same as implant per hcp. Impedance check was all normal. Patient stated he was able to ¿make the sensation happen when pressing on ins site¿. Patients scs was reprogrammed and patient stated he did not feel that sensation anymore after reprogramming. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.